Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the pfa af procedure, air leaked from the sheath. After transseptal was performed and mapping was completed, air was aspirated when re-flushing the sheath for non-abbott device (boston scientific, farawave) introduction. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.